Manufacturer narrative:
This is the same event as 3010536692-2016-00619, 3010536692-2016-00118 & 3010536692-2016-00119. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to mom complications. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: painful total hip arthroplasty. The patient did have appearance of metal toxicity noted on entry into the hip. He did have dissecting fluid into the subfascial space with necrotic debris evidence. The module neck of the femoral stem had corrosion both at the distal and proximal junctions. (Right).